Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019-01-25. It was reported the patient was not getting relief and battery was at end of life so it was replaced on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that there was a warning power on reset (por) message on the patient programmer (pp) and the therapy stopped. The patient couldn¿t feel stimulation. The patient planned to follow up with their healthcare provider (hcp) to have the por cleared. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins would not hold a charge. The patient planned to meet with their doctor to address the issue. No further complications are anticipated.